Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 17 mg/dl. Cause was due to customer inadvertently performing the load fill tubing sequence while connected to the infusion set site. The customer required assistance to address bg and received carbohydrates from their wife. Recommendation was made for customer to consult with health care provider regarding bg.